Event description:
In 2009, a doctor reported to sybron implant solutions that two pitt easy implant abutments fractured.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor will replace the fractured abutments with new abutments. The product was returned to MFR for evaluation. Visual examination of the returned products indicated that there was a leverage between the abutment axis too large to overcome the effects of exerted forces from chewing motions and lateral movements. Additionally, the crowns didn't have a marginal fit. The cause of the abutment fractures was overloading by superstructure. Please see the attached evaluation report. This is the final report.